Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a defective cable unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video telescope "endoeye hd ii", displayed an anti-fogging function error. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the image displayed a green image due to cable failure. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation found the image displayed a green image due to cable failure. Furthermore, the following additional issues were identified during inspection: outer tube dent, loosening of the cereal ring, switch malfunction, and heater failure. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.